Manufacturer narrative:
A united states customer contacted siemens customer care center. Siemens reviewed the information provided, and quality control (qc) data shows that the customer was running higher than peer data (biorad). The qc range exceeded the package insert upper range on all three levels. The customer stated that qc ranges were set in (B)(6) 2021, with further adjustments made in april and july. The customer continued running patient testing using the vb12, despite master curve materials (mcms) being out of range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed a total service visit (tsv) and found the reagent probe 1 (r1) bent and slightly leaking from the fitting. Siemens performed services, including the replacement and alignments of the r1 probe. The cse verified the reagent probe (r3) alignments and noted no issue. The dispense tests, wash volume dispense, and autocheck were verified and passed. The customer scheduled mcm testing and informed siemens that they are now freezing and holding vb12 patient samples to run after cse's service is complete. Siemens performed a follow-up. The customer noted the issue was solved after replacing the reagent and recalibrating with a new lot of calibrator. The customer reported that mcms and qc were within ranges. The atellica im 1300 analyzer is performing as specified, and no further evaluation of the device was required.

Event description:
The atellica im 1300 analyzer failed a vitamin b12 (vb12) linearity check. The customer noted that vb12 recovered high out of range when running master curve materials (mcms). Repeat testing was performed with fresh mcms, and the recovery remained high and out on most levels. The customer continued to run and report vb12 patient results. The customer stated that physician(s) did not question results, and no corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the reported issue.